Event description:
Pt reported that their one touch basic meter kept giving the clean test area message. This issue was not resolved with troubleshooting. There is no adverse event reported or medical attention rec'd by the pt. This case is reported as a meter malfunction since the issue was not resolved. No further clinical info was provided.